Event description:
It was reported that the programmer was unable to interrogate an implantable cardioverter defibrillator (ICD), a different programmer had to be used to interrogate the ICD. It was also noted that it was not possible to load the software on to the programmer in order to interrogate a similar ICD in the future. The programmer was returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the software was able to be updated. (B)(4).